Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's driveline had a kink which resulted in a small crack on the outer sheath. Servicing was performed and the driveline remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The pump was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated driveline cable met all requirements for release. On-site inspection of the driveline cable revealed damage to the outer sheath, thus confirming the reported event. A driveline sheath repair was performed to mitigate the conditions reported. Log file analysis revealed normal pump parameters and no alarms recorded that could be related to the reported event. There is no evidence to suggest that a device malfunction caused or contributed to the related event. The most likely root cause of the driveline damage may be attributed to improper handling, wear over time. If information is provided in the future, a supplemental report will be issued.